Event description:
At the end of the procedure, closing. When cutting the 2-0 vicryl suture, it was discovered the tip of the suture scissor was missing. A thorough search of the sterile field, mayo stand and backtable, including under the mesh instrument pan was done without finding the missing piece. The rigid outer sterilization container was searched and the missing piece was found. Broken piece completed the scissors in its entirety. Photos available.